Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 3013394970-2017-00265. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the transition between the sheath and dilator seemed to be too sharp-edged; they had tried to use an angio-seal with the same problem one day before, they decided not to use this one; hemostasis was achieved by manual compression; there was no reported harm to the patient; the angio-seal device was able to be removed without damage, and without harming the patient; and alternative treatment used to treat patient as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the actual device evaluation. A 6fr arteriotomy locator and hemostatic sheath were received for product evaluation. The returned components were subjected to visual analysis where a blood like substance was observed on the hub of the arteriotomy locator. The arteriotomy locator was partially mated with the hemostatic sheath. When the observation that the hub of the arteriotomy locator was not fully inserted into the hemostatic sheath and the blood inlet holes were not aligned, force was applied to the arteriotomy locator to properly mate the two components. A loud audible snap was heard and a tactile click was felt. Force was then applied to dislodge the arteriotomy locator. Typical force was experienced to dislodge the arteriotomy locator. The hub of the arteriotomy locator was then examined under microscopy. A small portion of flash was found on the superior portion of the locator tubing distal to the hub. This flash measured which is within specification. The hub of the hemostatic sheath was inspected for any visual anomalies. No anomalies were found. The complaint could not be confirmed for insertion difficulties due to the presence of a loud audible click, clear tactile snap and the resistance to the dislodgement of the arteriotomy locator that was experienced. The flash that was observed was within specification and likely did not contribute to the reported event. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.